Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The rvad (B)(4) and lvad (B)(4) pumps were returned to the manufacturer for evaluation. This bivad patient received treatment for suspected thrombus. Various analyses were conducted and reviewed in order to evaluate the performance of the pumps in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported high power consumption was confirmed via the log files, which revealed multiple 'high watts' alarms. Pathology exam confirmed the presence of thrombus within the rvad pump, which would increase the power requirements resulting in the 'high watt' alarms. Dimensional and functional verification showed no deviations from current manufacturing and functional specifications. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to the thrombus formation include the patient's comorbidies and post-operative acidotic state. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus and bleeding/stroke are known risks associated with use of ventricular assist devices noted within the labeling. The most likely root cause of the reported 'high power' event is thrombus formation or thrombus ingestion into the pump; the subsequent administration tpa may have led to the reported cerebral bleed and eventual death. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the IFU: adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately six days after implantation, this bivad patient experienced an increase in power consumption and flow rate of their rvad and subsequently expired. The patient received two doses of tpa for the suspected pump thrombus and was also started on broad-spectrum antibiotics. The patient became acidotic, experienced rapid torsades de pointes and change in neuro status occurred with dilated right pupil. Care was withdrawn and the patient expired eleven days post op. Preliminary autopsy results reveal a cerebral bleed. Investigation is ongoing.